Manufacturer narrative:
Based on the info received and the visual and functional results, it was found that the teflon on the flats of the blade was torn. This may have been caused by not seating the wrench correctly onto the blade flats. The operating manual states "use the blade wrench to tighten the blade. Align the flats on the wrench with the flats on the blade. Push the blade wrench snugly onto the blade. Turn the wrench clockwise until it "snaps", indicating that sufficient torque had been applied to secure the blade." Manufacturing and engineering have been notified of the reported incident.

Event description:
It was reported the device was going to be used for a laparoscopic lysis of adhesions. It was reported the insulation sheath was noted to be cracked in several spots. The product was never used on pt. There was no pt consequence.